Event description:
It was reported that the table locks did not actuate when the operator released the pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). The issue was reported to be intermittent. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) determined that the pedal interface board had malfunction, preventing the locks from engaging. The fe replaced the board, and verified that the table locks are performing according to specs.